Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced a syncopal episode and presented to the emergency room (ER). The device was interrogated and there were no stored episodes that correlated to the syncope. The cause of the syncope is unknown at this time. The ICD remains in service. No additional adverse patient effects were reported.